Event description:
Customer reported experiencing intermittent conditions with the recording system, including a system message that the "ep-4 is off or not connected". Customer rebooted the ep-4 and continued with the case. Later the customer induced ventricular fibrillation in the pt. They attempted to use the ep-4 to pace the pt out of vf and again received a system message that the "ep-4 is off or not connected". The pt was then externally cardioverted out of vf.

Manufacturer narrative:
On-site examination of unit revealed a damaged scsi cable. Unit replaced under warranty and cable replaced. No further problems at this site. Subject device repaired and modified as part of subsequent device recall.